Manufacturer narrative:
An event of a esophageal fistula was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended with no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported esophageal fistula and subsequent patient expiration remains unknown. Per the IFU, atrioesophageal fistula is a known risk during the use of this device.

Event description:
Following an atrial fibrillation procedure, the patient developed an esophageal fistula following an ablation procedure on (B)(6) 2016 and expired. It is currently unknown how the fistula was treated or what symptoms led to the diagnosis of the fistula. The patient expired. There were no performance issues with any abbott device.